Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial numbers. The baseline gender/age characteristics is male/61 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. The date of death is not available at the time of this report as there is no indication of specific serial number/patient information. Without a device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: long-term survival on lvad support: device complications and end-organ dysfunction limit long-term success. The journal of heart and lung transplantation. 2022. Vol 41, no 2. Doi: 10.1016/j.healun.2021.07.011 ### medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding long-term survival on left ventricular assist device (vad) support. Patients undergoing vad implant were grouped according to time on support: short-term was less than one-year, mid-term was one to three years, and long-term was three years or greater. The authors described patient deaths which occurred in all time frames. The causes of death included multi-system organ failure, unspecified neurologic events, heart failure (hf) or right hf, respiratory failure, infections, and other unknown causes. There were patients who experienced hemorrhagic or ischemic cerebrovascular events, gastrointestinal bleeds (gib) or dental/nasopharyngeal causes, major infection and device-related infection which included pump and/or driveline infection and/or positive blood cultures, right hf, and unspecified device malfunction which included pump thrombosis. Right hf was defined as need for right vad implantation outside the initial operative intervention or elevated right atrial pressure, dilated vena cava, edema, or ascites with simultaneous requirement for inotrope support. The status of the devices is unknown. No additional adverse patient effects or product performance issues were reported.